Event description:
It was reported that the atrial lead exhibited noise and auto mode switch. A drop in sensing was also noted. The noise was reproducible. The patient condition was stable. No further information was reported.